Event description:
While using the ultra fast-fix the first implant t1 was deployed without issue however, the second implant t2 could not be implanted as it was stuck in the needle despite the actuator being pushed to maximum. As a result the first t1 implant was reportedly left in the joint unsupported. A backup device was on hand to complete the procedure.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection confirmed that t2 was still on the needle and the suture was apparently cut to relieve t1. It was noted that t2 was not fully advanced beyond the dimple. Pushing the actuator allowed it to be fully advanced with relative ease and the audible click was heard. Functional testing was then performed by inserting the device into a rubber meniscus and the t2 deployed successfully. A review of the device history records were performed which confirmed no inconsistencies. No root cause related to the manufacture of the device can be established. (B)(4).